Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be implanted. However, it was noticed that the battery capacity had only 10% remaining, due to a premature battery depletion. Technical services indicated not to implant this s-ICD and wait for further instructions. Reportedly, this s-ICD was not implanted, and it is expected to be returned for analysis. There was no patient involvement.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device data confirmed the device software was programmed with an incorrect manufacturing date/timestamp. The device displayed an estimated remaining battery longevity that was less than expected due to this issue. If the product is returned, analysis would be performed, and this report would be updated should further information is provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be implanted. However, it was noticed that the battery capacity had only 10% remaining, due to a premature battery depletion. Technical services indicated not to implant this s-ICD and wait for further instructions. Reportedly, this s-ICD was not implanted, and it is expected to be returned for analysis. There was no patient involvement.